Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. D4- lot number changed to 9011541, part number changed to 1070275-18.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and mildly tortuous de novo left circumflex. A 3.0x18mm xience prime stent was deployed and a distal end dissection occurred. A 2.75x18mm xience prime stent was deployed to cover the dissection and another dissection occurred. A 2.5x12mm xience prime stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. Subsequent to filing the initial reports, additional information was received indicating that the stent reported as a 2.75x18mm xience prime was actually a 2.75x18mm xience xpedition. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime/xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional xience prime device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and mildly tortuous de novo left circumflex. A 3.0x18mm xience prime stent was deployed and a distal end dissection occurred. A 2.75x18mm xience prime stent was deployed to cover the dissection and another dissection occurred. A 2.5x12mm xience prime stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.